Event description:
Rptr has a screw that protrudes through the bone into the muscle area. He also has "locking up" in certain positions. At times he has no control of his knee. He has pain 24 hours a day in the joint at the location of the screw. When he is driving it moves inside with the motion of the vehicle. He has pain, swelling and numbness down the inside of his leg to the sole of the foot and the toes. The "cpm" machine hurt him very much and he still only has 84 degrees of flexion and cannot straighten his leg. He needs percocet, vicodin and valium to help him with the pain and this makes him incoherent, sleepy and forgetful.